Event description:
Radiology PICC nurse was inserting a PICC line at the bedside. She inserted the guidewire that came with the PICC kit. Wire was advanced approximately 10-12cm and met an obstruction. Nurse immediately pulled the guidwire back and got it all but 3cm, when the guidewire became stuck. It would not come out of the skin. She placed a hemostat near site at the instructions of a physician and when she removed it, the guidewire broke off, leaving only a small portion left out of the skin. This event necessitated minor procedure for removal by a surgeon.